Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had initial right side si joint arthrodesis in (B)(6) 2016. The patient complained of leg pain sometime after the initial surgery. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the first and third implants that he suspected were impinging on the nerve root, leaving the middle implant in place (previously reported on MDR 3007700286-2016-00046). The patient later had a recurrence of pain. The surgeon thought that the sole remaining implant may have been loose. In (B)(6) 2016, the surgeon attempted to remove the remaining implant, but it was solidly fixed in bone and could not be removed. It was not loose. The surgeon left the implant in place and debrided the joint and added bone graft. The status of the patient following the surgery is not yet known.

Manufacturer narrative:
The patient underwent an additional revision procedure in an attempt to stabilize the pelvis. One implant from each side removed and additional hardware was added including an ifuse implant. Challenging case with three previous attempts to fuse the si joint following a car accident and decades of pain. The patient is improving following the procedure.